Manufacturer narrative:
(B)(4). Batch # t5f20k. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received with the knife not completely within doghouse and with it had the proximal 6 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the distal gastrectomy surgery, could not fire farther after fired 1/2 when severing body of stomach tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.